Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed the break; however, the investigation is inconclusive for retraction problem. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model faf07050 flair endovascular stent graft allegedly experienced retraction problem. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient's age and weight was unknown.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model faf07050 flair endovascular stent graft allegedly experienced retraction problem. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient's age and weight was unknown.